Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a low blood glucose level led to a hospitalization on (B)(6) 2016. The customer was unconscious. Customer's blood glucose level was 15 mg/dl. The customer treated her blood glucose level with food. The insulin pump alarmed no reservoir. The self-test and displacement test passed. The device was not returned.